Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic retroperitoneal lymphadenectomy, at the time of anastomosis the device failed and did not fire. The surgeon then used "coagulation cutting pen" to resolve the issue and finish the surgery. There was no patient injury.